Event description:
It was reported that the patient with this pacemaker system reported experiencing a syncopal episode. Technical services (ts) was consulted and upon review, it was noted that the right atrial automatic threshold (raat) test was in suspension and suspected loss of capture (loc) at maximum pacing thresholds was suspected. Technical services (ts) recommended further in office evaluation of the right atrial (ra) lead. No additional adverse patient effects were reported. This system remains in service.